Manufacturer narrative:
Investigation conclusion: retained devices from the reported lot number were tested with qc cut-off positive controls (20 miu/ml) and high-hcg clinical urine samples (204.75¿238.73 iu/ml). The results were read at 3 minutes and all devices yielded the expected positive results. No false negative results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformance's and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retained product. Complaints are tracked and trended on a monthly basis. Per the package insert: very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. If pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. False negative results may occur when the levels of hcg are below the sensitivity level of the test. When pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. As with any assay employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the specimen. Specimens from patients who have received preparations of monoclonal antibodies for diagnosis or therapy may contain hama. Such specimens may cause false positive or false negative results.

Event description:
The customer reported a false negative result when testing a patient urine sample with the mckesson consult diagnostics hcg combo cassette. A serum sample was collected and a quantitative test was performed with a result of 25.9 miu/ml. There was no negative impact to the patient's health due to the false negative result.